Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the model and serial number; therefore, the manufacture date and expiration date are unknown.

Event description:
It was reported that this insertable cardiac monitor (icm) came out of the pocket. The patient woke up and found the icm in their bed. The patient had been seen recently and reported that the site had been itchy, and found himself scratching it, sometimes unknowingly. The patient was prescribed with antibiotics. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the pocket. The patient woke up and found the icm device in their bed. The patient had been seen recently and reported that the site had been itchy, and found himself scratching it, sometimes unknowingly. The patient was prescribed with antibiotics. No additional adverse patient effects were reported. This icm device has been returned, and analysis has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations. It was concluded the reported clinical observations are known medical risks associated with the implantation of a device under the skin. This report is report is also being submitted to correct the report source field (g2) in section g, all manufacturers.

Manufacturer narrative:
Previous emdr 2124215-2024-64977 was also submitted to correct the report source field (g2) in section g, all manufacturers. However, report type: correction was not selected within the h2 field in section h, device manufacturers only. Therefore, this report is being submitted to clarify the type of follow-up report field (h2) of emdr 2124215-2024-64977.

Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the pocket. The patient woke up and found the icm device in their bed. The patient had been seen recently and reported that the site had been itchy, and found himself scratching it, sometimes unknowingly. The patient was prescribed with antibiotics. No additional adverse patient effects were reported. This icm device has been returned, and analysis has been completed.

Event description:
It was reported that this insertable cardiac monitor (icm) came out of the pocket. The patient woke up and found the icm in their bed. The patient had been seen recently and reported that the site had been itchy, and found himself scratching it, sometimes unknowingly. The patient was prescribed with antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
Blocks d2a, d4 and d6b have been updated based on additional information received october 17, 2024.